Manufacturer narrative:
Device evaluation: the device was subjected to external and internal visual inspection. Catheter cuts were simulated with a swift cut with a sharp instrument and a cut made with a sawing motion. The evaluation determined that the catheter cut was caused by a sharp instrument in one swift cut rather than with a sawing motion. Based on the results of the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Event description:
A company representative reported that the patient had fluid in the spinal incision in his back, and the physician believed this was an infection. The fluid was removed from the patient's back on (B)(6) 2017. The physician suspected that the catheter may be severed, and removed the patient's catheter on (B)(6) 2017. It was reported that a new catheter will be implanted at a later date. The catheter that was removed was reported to be anchored with a butterfly suture, and a catheter access port (cap) dye study was not performed to check the patency of the catheter. Pump therapy was intended to treat chronic lower back pain, and pump therapy medication and dosage are unknown. The patient has a cage implanted in his lower back, and has been required to wear a binder since (B)(6) 2016. It was noted that the implanted cage made the implant of the pump difficult. It was reported that the patient experienced headaches since pump implantation, and the patient has been doing well since the (B)(6) 2017 procedure.